Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts. During troubleshooting with tandem technical support, the customer was able to clear the alerts and was able to successfully charge the pump using a different cable. Customer¿s blood glucose value was 150 mg/dl.